Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7278 ICD, (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that their right ventricular (rv) lead was 'defective'. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.